Event description:
It was reported that the patients implantable pulse generator (ipg) would overheat during charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted device was not returned per facility policy.